Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced sensor reading discrepancies with three sensors. The customer stated the night before, the sensor was reading 259 mg/dl but her blood glucose was low at 41 mg/dl. Customer stated that the day of the call, it was the opposite; the sensor read 60 mg/dl and blood glucose was 150 mg/dl. Later, her blood glucose was 242 mg/dl and sensor glucose 64 mg/dl. Troubleshooting was done and the customer was advised to remove the sensor; customer stated the sensor was curved. Troubleshooting for low blood glucose was not performed.